Event description:
The patient reported that he experienced random low blood glucose levels for 2 days. On (B)(6)2010, he was found by a family member who treated him with glucagon and called 911. Ems reported blood glucose was 35 mg/dl and further treated him with IV glucose; they transported him to the hospital. The patient was discharged wearing the pump on the next day with blood glucose levels within target. He again experienced loss of prime warnings, this time without blood glucose excursions.

Manufacturer narrative:
The patient stated that about 1 1/2 hrs prior to the low blood glucose episode he delivered his usual bolus for a meal as well as a correction bolus for a blood glucose reading of 280 mg/dl. The patient reported that the pump had repeatedly lost prime for a few days. He stated that he always re-primed the pump after he disconnected from the infusion site. Patient's and nurse practitioner's review of the pump over the phone indicated accurate bolus and basal deliveries and settings. There were no unexpected boluses or primes prior to the event. The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hrs with no loss of prime warnings although there were several non-zero loss of prime warnings found in the history. The complaint could not be duplicated nor could it explain the low blood glucose event.